Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was having more and more symptoms showing so when patient tried to use their programmer to connect to the ins it was showing the "poor communication" screen the whole time. Troubleshooting not successful, so new handset kit was ordered.

Event description:
Additional information was received. It was reported that the indication for use was oab. The most likely contributing factor was that the device is depleted which patient assumes normal battery depletion. The steps that will be taken for resolution is likely replacement. A new doctor will evaluate. Issue not yet resolved. Of note, the programmer was replaced, but this did not make a difference because internal battery is depleted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.